Event description:
It was reported that over the last three refills a clear fluid had been leaking from presumably the needle puncture site. The amount of fluid leaking from the needle site was enough to ¿soak the patient¿s t-shirt.¿ the patient¿s wife put the fluid on her lip and her lip felt numb. It was concluded that the fluid may be drug. For the last few refills, the expected reservoir volume was checked against the actual reservoir volume, but the volumes were within normal ranges. The patient had been experiencing an increase in pain recently, and the patient¿s pocket area appeared ¿puffy.¿ the pump pocket had been ¿swollen¿ for the past 3 months. It was reported that the pocket definitely felt like there was fluid in it. Because the patient was experiencing an increase in pain, the drug in the pump was switched on (B)(6) 2012 from fentanyl to fentanyl and bupivacaine (marcaine.) Additional information reported that since the patient was not experiencing any side effects or discomfort, the physician had not planned on doing any troubleshooting but would continue to watch the patient. It was also reported that in addition to the pump leaking and the pocket swelling the patient was also hearing a ¿ticking¿ noise from the pump. The patient had numerous infections in that area and was not getting any pain relief at all. The patient was taking oral medication in addition to the medication in the pump. The past two times where the pump was leaking and the patient¿s stomach was ¿squishy¿ the patient was walking around feeling ¿high as a kite,¿ ¿very sluggish,¿ and ¿very drugged out.¿ no additional information was received.

Manufacturer narrative:
Concomitant product: product ID 8709, lot# l72771, implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
Additional information received reported that the issue was due to a break in the catheter at the suture tie site. A diagnostic dye study was done intraoperatively at the time of revision on (B)(6) 2012. There was a revision of the pump and catheter on an outpatient basis and the outcome was noted as no injury.

Manufacturer narrative:
(B)(4).